Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Under late postoperative complications can include, number 8 states: "wear or deformation of the articular surfaces may occur as a result of excessive loading."

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 1995. A subsequent revision was performed on (B)(6) 2013 due to poly wear and subluxation. The head and competitor liner were removed and replaced.